Manufacturer narrative:
The customer¿s report that the syringe tip broke off in the extension tubing was confirmed by visual inspection. However, no breakage or anomalies were observed on model me2017. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that the 3ml bd syringe¿s male luer tip was broken off and lodged inside the extension set¿s female luer inlet port . Clear fluid was also observed in the tubing throughout the set. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the breakage. No other anomalies or damages were observed. Functional testing could not be performed due to the breakage. The root cause was not identified.

Event description:
It was reported that the syringe tip broke off in the extension tubing when the rn disconnected the vancomycin syringe. The customer states there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, no additional information about the patient demographics was provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the syringe tip broke off in the extension tubing when the nurse disconnected the vancomycin syringe. The customer states there was no patient harm.